Manufacturer narrative:
Complaint sample has not been returned yet to manufacturer. Return material authorization (RMA) has been generated for the customer to return the sample. Investigation and evaluation at this moment performed based on documentation and history review. Documents and device history record shows all products including subcomponents has been manufactured within applicable specifications and pass inspections requirement without any abnormality or nonconformance indicated.manufacturer will send a follow-up report to FDA once complaint sample returned to manufacturer and after investigation and evaluation completed. The incident related to subcomponent guidewires FDA code dqx but the report listed under ofl as upper level of the product is medical device kit.

Event description:
As received from the customer (according to customer, during the cvc placement (right int. Jug.) There is difficulty in guide progression despite "full channel" channeled vessel (echo-guided placement). An attempt is made to slightly retract the guide, but a resistance is perceived. The needle and guide were therefore removed. The guide appeared "frayed" with the distal part amputated (however, this part was also removed). A control x-ray was performed which showed no free fragments. There is a risk arising from the guidewire fragmentation)